Event description:
It was reported that the user experienced hyperglycemia while using the ilet system, with a reported blood glucose of 318 mg/dl after a lunch announcement and a confirmatory fingerstick of 281 mg/dl; the user was on day three of pump use, had received recent correction doses, and did not observe site issues, and blood glucose decreased to 294 mg/dl during the call. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included ongoing monitoring and continued automated correction dosing on the ilet. Investigation included review of dosing history and user-reported infusion site check, along with real-time glucose trend assessment. Investigation of this case revealed no reported alarms, no observed infusion set kinks or leaks, and no device malfunction reported, with the cause of hyperglycemia remaining unclear. It was concluded, based on established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.